Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was oversensing noise on the right ventricular (rv) channel which led to the delivery of inappropriate shocks. Surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.